Manufacturer narrative:
Additional data: the investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the alere determine hiv 1/2 ag/ab combo 25t test performed on (B)(6) 2022. Pcr confirmation testing generated a positive result. Consumer confirmed that the initial determine combo hiv rapid test gave a negative result, the client was not immediately linked to hiv related medical care within 72 hours of hiv diagnosis and start art. Client's medical care has been delayed pending the result of confirmatory testing thus delaying the start of art.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 162792 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 162792 and test base part number 10732925/ lot 161939. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 162792 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could be attributed to the specific patient sample. The sample may have contained specific substances which may have affected the results.